Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the sensor driven feature of this device required optimization, with no conclusive evidence of a malfunction or inadequate functionality; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient has had difficulty managing their upper rate limit, while exercising, when the minute ventilation sensor feature is programmed on. Troubleshooting has been performed with various clinicians and company engineers. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.